Manufacturer narrative:
Integra has completed their internal investigation on 12/13/2017 . The investigation included: methods: evaluation of actual device , review of device history records, review of complaints history. Results: the DHR review was not performed because no lot number was provided. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from november 2015 to november 2017 resulting in a complaint occurrence rate of approximately 0.00011 (1.1 x 10-4). Conclusion: failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Three attempts have been made for return of the suspect product and no material has returned for evaluation. This complaint was closed per integra processes. If the material does return after closure, the complaint will be reopened and the material evaluated. The root cause is undetermined.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found tip in two sections. The short section that had broken off measured approximately 8.0mm in length. Also, close inspection of the fractured edges of both sections of the tip observed surface anomalies consistent with contact with a hard surface (e.g. A metal instrument, staple, clip). Physical damage consistent with user error. Root cause is undetermined at this time. The product showed no discoloration or evidence of over-heating. Also the fracture surface is a clean break, 8mm back from the edge tip. No tool marks or scratches were present.

Event description:
During use, the tip broke approximately 1 cm from the upper tip. The broken part was caught in the flue. The device was in contact with the patient. There was no patient injury. The event led to increase surgery time for 10 minutes. Complementary information received on 01dec2017. The increase in surgery time did not have consequences for the patient. The increase in surgery time was due to changing of the tip so that the staff could finish the craniotomy procedure. The customer was not aware of the tip being in contact with other instruments. Patient age and gender was not provided.